Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced an infection and the date of onset/diagnosis was (B)(6) 2014. The pump was implanted on (B)(6) 2014 and it was possible and likely that the pump was never refilled. Perioperative antibiotics were administered. It was confirmed that the patient developed meningitis. The patient showed signs and symptoms of fever, redness and swelling of the device pocket. It was noted that pump pocket ¿swelling and fullness¿ had been seen in the clinic on (B)(6) 2014. A culture was obtained of the cerebrospinal fluid (csf) via the side port which revealed oxacillin susceptible staphylococcus infection. Treatment included intravenous (IV) antibiotics and total device system explant; the pump and catheter were explanted. Patient outcome was reported as ongoing with drug withdrawal symptoms including significant tone increase. There was no patient injury. The pump was delivering baclofen.